Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported issue was confirmed through the review of the logs, however, the cause could not be determined. If additional relevant information becomes available, a supplemental medwatch will be submitted.

Event description:
It was reported that during an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified which occurred during therapy initiated on (B)(6) 2012 at 05:32:53 during the night drain cycle ten. The home patient's (hp) ultrafiltration reading of 2731ml indicated that the hp drained 2731ml more than their maximum programmed fill volume of 350ml. No additional information is available.